Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4). Was performed from 05/04/2020 to 09/04/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Device not returned.

Event description:
Customer reported syringe failed force sensor test. It was reported there was no patient involvement.